Manufacturer narrative:
The reported event that extractor asnis iii for screws: ø4.0mm ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed since the returned device is matching the reported failure mode. Visual inspection of the returned device confirmed that the tip of the extractor was broken. The broken piece was not returned. The broken tip shows a typical fracture of torsional overloading. The surface of the device was examined and no other issues were noted. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by applying excessive force. As already stated in implant extraction set (optech), assemble the selected conical extractor (male) with the teardrop-handle and turn it counter-clockwise while applying pressure in line with the screw axis, extracting the screw at the same time. If the screw does not come completely out, the forceps can be used to complete the extraction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The initial procedure was performed on (B)(6) 2016. Implanted the asnis3 4.0mm screw. On (B)(6) 2017, attempted to remove the asnis 3 4.0mm screw with extractor, but it was broke the head of screw. Then attempted to remove the remaining part using extractor. The tip of the extractor broke. The broken screw and broken extractor tip remained in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The initial procedure was performed on (B)(6) 2016. Implanted the asnis3 4.0mm screw. On (B)(6) 2017, attempted to remove the asnis 3 4.0mm screw with extractor, but it was broke the head of screw. Then attempted to remove the remaining part using extractor. The tip of the extractor broke. The broken screw and broken extractor tip remained in the patient.